Event description:
It was reported that during an ablation procedure of a septal branch the guide wire was positioned and another co's balloon catheter was advanced over the guide wire. The physician attempted to slightly retract the guide wire, when the tip of the guide wire detached. The tip was retrieved through removal of the balloon and guide wire and no fragments remained in the pt. The pt is reported to be doing well.